Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with fourteen clips remaining. The handle was not in the correct position, and the pin connecting the handle to the body was misaligned. Additionally, the top of the body near the rotation knob was separated at the weld. Functional testing found that the jaws did not close, the handle could not be fully actuated and the rotation knob was difficult to rotate. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur from actuating the trigger of the instrument in an incorrect motion. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: squeeze the handle firmly as far as it will go. As the handle is squeezed, the clip is held firmly by the jaws and closes around the tissue. Failure to squeeze the handle completely may result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The three devices were available for evaluation. Visual in spection noted the tube revealed that the first instrument was partially fired with fourteen clips remaining. The handle was not in the correct position. The pin that connects the handle to the body was observed not aligned. It was noted the top of the body near the rotation knob was separated at the weld. Visual inspection of the tube revealed that the second instrument was partially fired with thirteen clips remaining. The handle was not in the correct position. The third instrument was received partially applied with two remaining clips. No other visual abnormalities were observed with the instruments. Functional testing found that the jaws would not close and the handle could not be fully actuated on the first instrument. The rotation knob was difficult to rotate. The condition of the instrument precludes further functional evaluation. During functional evaluation of the second instrument, it was observed that the jaws would not close upon actuation of the handle. The shaft was removed from the instrument body and the body was disassembled for visualization of internal components. The safety interlock channel lugs were broken. Due to the condition of the instrument, further functional evaluation could not be performed. The third instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was ach ieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence th at the device was not used as intended. This issue can occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the handle firmly as far as it will go. As the handle is squeezed, the clip is held firmly by the jaws and closes around the tissue. Failure to squeeze the handle completely may result in clip malformation and possible bleeding or leakage. Replication of the not aligned pin condition may occur from actuating the trigger of the instrument in an incorrect motion. Before attempting to squeeze the handle, be sure to first load a clip into the instrument jaws. If the jaw is empty, the instrument will not close. Always check to see if a clip is seated in the jaws prior to firing. When squeezing the handle, remove the finger from the trigger. Do not simultaneously pull the trigger and squeeze the handle as this may result in the firing of an unformed clip or jamming of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: 176625, 176625 disp endoclip lge (lot# j1h0268ny), 176625, 176625 disp endoclip lge (lot# j1h0268ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the three clip appliers failed to reload. A new device was used to resolve the issue.